Event description:
Dealer states "several patients were pinched and hospital does not want product." (B)(4) injury alleged.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. Model t4, serial number/date code (B)(4) (was reported but invacare shows as invalid) is approximately 3 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the facility, (B)(6) hospital, alleges that patients are being pinched by the t4 manual wheelchair. The dealer did not have the location of the pinching or what part of the wheelchair is causing the pinching. Product is allegedly not being replaced. Product is being returned to invacare for an inspection and evaluation. Minor injury alleged.